Manufacturer narrative:
Block h6. Device code a050702 is being used to capture the reportable event of failure to cut.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty procedure on (B)(6) 2025. During the procedure while attempting to cinch the suture, the cinch was released but the suture was not cut. There was no patient complications reported as a result of this event.